Event description:
It was reported that the pacemaker dependent patient presented in clinic experiencing pre syncope and episodes of noise reversion, oversensing and inhibition of pacing. The patient would be brought in for further testing, no additional information was available at this time.

Event description:
New information states that the lead was capped and replaced successfully on (B)(6) 2017. The patient was stable post procedure.

Manufacturer narrative:
New information device manufacture date.